Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp), an internal test error number 12 occurred. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the power was turned on several times, but the problem persisted. Internal test error code 12 occurred. The fse had the front end board replaced. After replacement, regular inspection was carried out based on the regular inspection record sheet, and the result was good. The unit was deemed suitable for clinical use. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of an internal error number 12. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) encountered an internal test error #12 when the power was turned on to check its operation before inspection by getinge service. Despite multiple attempts to power it on, the issue persisted. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, h2, h11. Corrected fields: d9, g2.